Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used during an esophagogastroduodenoscopy (egd) procedure to treat stricture performed on (B)(6) 2025. During the procedure, the device was inflated, and water began to leak out of the balloon. It was reported that they had problem of removing the device from the scope. The procedure was completed with the original device. There were no patient complications reported as a result of this event

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.